Event description:
It was reported that the ilet user consumed coffee without entering a meal announcement and later performed a fingerstick blood glucose check showing 196 mg/dl, which was then entered into the device. Symptoms included hyperglycemia. Outcomes included no alarms and no hospitalization. Investigation included customer interview and troubleshooting with education on proper meal announcement use. Investigation of this case revealed user error related to a missed meal announcement, with no device or component malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was use error.